Event description:
The svc report shows the customer reported the c2801 had low air pressure every other breath. The nellcor puritan-bennett svc technician verified the ventilator had volume fluctations and failed its leak test. The npb cse inspected the device and replaced the cylinder cupseal. The unit passed svc final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.